Manufacturer narrative:
(B)(4). It was reported that patient underwent a hysterectomy and bso on (B)(6) 2009 due to pelvic pain and endometriosis. It was reported that patient underwent sling removal on (B)(6) 2011 due to infected sling, abdominal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with bladder neck suspension due to chronic pelvic pain unresponsive to oral contraception, sui, and mild urge urinary incontinence. It was reported that patient underwent an implantation of a coseal surgical sealant matrix on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/06/2016.